Manufacturer narrative:
On 4-feb-2021, the suspected medical device was returned for evaluation. Mentor received additional information regarding the date of explantation. Previously, the date of explantation was reported as (B)(6) 2021. However, additional information revealed that the actual date of explantation was (B)(6) 2021. The relevant field has been updated. On 8-feb-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a revision breast augmentation with a 475cc mentor memorygel breast implant and experienced postoperative right-sided grade iii capsular contracture. The patient had a consultation with a healthcare professional, and the diagnosis was confirmed via physical examination. The patient is planning to undergo unilateral removal and replacement. However, at the time of this report, mentor has received no information regarding an expected explantation date.

Manufacturer narrative:
On 15-feb-2021, mentor received additional information regarding the replacement device. The replacement device is a 475cc mentor memorygel breast implant (right catalog #: 3504751bc, right serial #: (B)(6) manufacturer's reference number:(B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the patient's information, event date, patient¿s symptoms, and date of explantation. Weight of the patient is 120 lb. The patient stated at (B)(6) 2020, consultation that she had a swollen lymph node in left axilla and her primary care doctor prescribed antibiotics. At another consultation on (B)(6) 2020, the patient stated that she experienced right-sided breast pain, and her right breast was locating higher than the left side. The explantation surgery was rescheduled from (B)(6) 2020 to (B)(6) 2021, due to the patient being ill. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 11-dec-2020, mentor received additional information regarding the date of explantation. The patient is scheduled undergo explantation on (B)(6) 2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture. Section d 6b. Date of explantation: (B)(6) 2020. Manufacturer's reference number: (B)(4).